Event description:
It was reported the pt had high impedances on all the contacts on the lead. The sjm representative was unable to provide stimulation coverage. An x-ray was taken, but did not provide a visible reason for the issue. Follow up identified the physician replaced the lead with two percutaneous leads. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.